Event description:
It was reported that the patient's battery was 'not working.' Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3998, lot# v010896, implanted: 2006-(B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger product ID 37742, serial# (B)(4), product type programmer, patient product ID 3708260, serial# (B)(4), implanted: 2006-(B)(6), product type extension. (B)(4).